Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a notification for high, out of range high voltage lead impedance due to accumulation of fibrotic tissue around the device. The patient notifier was disabled. The patient was stable and will continue to be monitored with routine follow-up.